Event description:
Family member states they catheterized the patient and pt started to bleed. States when pt took the cath out part of the tip was cut off. Was taken to hospital by ambulance and is undergoing cystoscopy at hospital to try and find the rest of the catheter if possible.